Event description:
The patient's family member called to report that the suspect device was giving high results for pt's blood glucose. Insulin was given and pt passed out. Pt was taken to the hospital and treated for hypoglycemia. Glucose control solutions were not used on the suspect device system. The family member also stated that they could not provide test strip information because the strips were not stored in the original capped vial. Pt kept them in the suspect device carry case. The suspect device was replaced with new product and authorized for return to the manufacturer for eval.